Manufacturer narrative:
Manufacturer ref# (B)(4). Article: removal of a frozen elephant trunk using a polyvinyl tube. Inaba et al. 2022. Catalog# is unknown but referred to as cook zenith alpha thoracic. Similar to device under PMA/510(k) p140016. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: an infected zenith alpha thoracic endovascular graft in a frozen elephant trunk was removed using a technique that includes using a polyvinyl tube as a storing device. The only details given for the removal of the zta are: "for the zenith alpha, a no. 2 silk thread was passed through the uncovered stent, allowing for complete storage of the stent graft within the polyvinyl tube.¿ patient outcome: the patient had to have the zta explanted. This was done endovascularly.

Manufacturer narrative:
Manufacturers ref# (B)(4). Pr376095 is no longer reportable due to additional information received. The reported event did not occur as a result of fault conditions of the device, but due to the artificial vessels replaced on 26jun2019 that became infected. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.